Event description:
The report stated that the pencil was latching on in coag mode. This was discovered during pre-surgery check-out and there was no pt involvement.

Manufacturer narrative:
Date of initial report: 10/02/2008. To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.